Event description:
The physician was attempting to implant a 2.5 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. It was reported that the lesion was pre-dilated; however, the physician could not pass the stent to the target lesion. The device returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between the inner marker bands as per specification; deformation was evident on the stent of the returned device, the 6th distal strut was slightly elevated.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation and failure to deliver device), patient condition affected effectiveness of the device (patient lesion morphology; severe calcification and tight and diffuse lesion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; severe calcification and tight and diffuse lesion). (B)(4).